Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 alarm (air in set). The patient was connected at the time of the alarm. This event occurred during dwell cycle four of five of peritoneal dialysis therapy. There was nothing found during troubleshooting that could have caused the reported alarm. The patient would continue therapy using manual supplies. There was no patient injury or medical intervention reported. No additional information is available.